Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse replaced the breath delivery unit (bdu) printed circuit board (pcb), which resolved the reported issue. The unit passed all tests , calibrations and was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator became inoperative. Although requested, there is no information regarding patient involvement, or if there was a device replacement. However, there was no report of serious injury or death associated with this event.